Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024, it was reported that the patient was at home doing household chores when she began feeling dizzy. The patient¿s cgm was reading 225 mg/dl and the bg meter was reading 99 mg/dl. The patient self-treated with some juice, however, lost consciousness while doing so. The patient regained consciousness on her own after approximately 10 minutes. The patient then called 911. Once ems arrived, the patient cgm was reading 245 mg/dl and the bg meter was reading 54 mg/dl. Ems treated the patient with glucose tablets and eventually the patient¿s bg reading raised to above 100 mg/dl. The patient was transported to the ER for monitoring. The patient was not provided with further medication/treatment at the ER. The patient was discharged home after approximately 12 hours. The patient was in good condition at the time of report. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.